Manufacturer narrative:
The customer states they are receiving an error code consistent with proximal pressure sensor auto zero failed. The customer would like to get part numbers for sol3 and sol4. Philip's remote service technician discussed options the customer has when repairing the unit and let the customer know they could replace the sol3 and 4 but if that wasn't the issue, they might need to replace the data acquisition (da) board. The customer also has the option to order the sensor assembly that comes with sols already attached, or the customer could replace the whole gas delivery system (gds) which comes with the da board attached. The philip's remote service technician provided the customer with the part numbers for the parts discussed. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Although requested, it is unknown if the device was in clinical use at the time of the event. No harm reported. Multiple attempts were made to obtain additional information and device context at the time of the reported failure; however, no further details were provided.

Manufacturer narrative:
Date of report: (B)(6) 2021.

Event description:
It was reported to philips that the device had a proximal pressure sensor autozero failure. Clinical usage is currently unknown requests for further information have been made. There is no report of patient or user harm.